Manufacturer narrative:
Complaints of this nature are being investigated under (B)(4).

Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens was cut in half, inside the cartridge. No pt injury.